Event description:
It was reported that surgeon inserted an aq2010v three piece silicone lens and could not get it to stay in the sulcus. When the lens was removed, a tear was observed. It is unk as to whether the damage occurred during insertion or removal of the lens. There was no patient injury. The reporter stated the incident was due to a pre-existing patient condition. This is one of two lenses the surgeon attempted to implant in this patient. (See MFR report# 2023826-2008-01153).

Manufacturer narrative:
Other, no complaint against the lens, labeled. Results: other - visual inspection of the returned product showed that a piece of the lens and a haptic was torn off and missing and the remainder of the lens was split in half. There is a reddish residue on the lens.